Manufacturer narrative:
The customer reported that the device intermittently failed to recognize an inserted battery. Philips evaluated the device, and confirmed the customer's reported problem. The issue was resolved by replacing the processor pca.

Event description:
The customer reported that the device intermittently failed to recognize an inserted battery.